Manufacturer narrative:
Patient information is not available at this time. Date of event is not available at this time. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was reported the battery of the dinamap pro 100 leaked out from the bottom of the device. There was no reported patient or user consequence.

Manufacturer narrative:
The device was not in patient use at the time therefore there was no patient consequence. Ge investigation: the affected device and battery were not returned to ge for further evaluation as it had been scrapped by the customer, however pictures were provided. According to the serial number, the device was manufactured in 2004 and is beyond its service life. The battery was manufactured by empire for ge for use with its proseries monitors. According to the battery manufacturer's specifications, the battery was manufactured in june 2013 and is beyond its expected life of 3 years. There was no visible damage to the monitor or battery. There was baking soda visible on top of the monitor, inside the battery compartment and on the base of the rollstand consistent with the biomed tech's report that he neutralized the battery acid with baking soda. Based on the limited information available, root cause could not be determined. No further actions are planned at this time but the issue will be tracked and trended through the product complaint trending process.